Manufacturer narrative:
It was in advertently left off the initial MDR that the software analysis also found that the event was caused by hardware drift. Upon follow up, the medtronic representative reported that he was present for a procedure and the imaging system was used and there was no artifact in either the 2d or 3d scans. No further issues reported. Additional follow-up with the medtronic representative clarified that the when booting up the imaging system although they did not receive a message saying the calibration is overdue, they had the radiologic technologist (rt) re-run the gain calibrations. Therefore, engineering found and reported that periodic maintenance performed by the user consists of fluoro calibration, rad gain calibration. This is normally done once a month. With use the calibrations may have to be done more often due to detector panel change or drift.

Manufacturer narrative:
Patient identifier should read (B)(6). The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that ring artifacts appeared in a 3d image produced by the imaging system. The reported issue occurred during a spinal fusion. The site elected to use the images for the procedure. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.